Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Please advise if there is a reported issue with the drain? Please request further details why drain was returned: there was no complaint with the drain. No further information is available. No further information will be provided. Evaluation: the product was returned for evaluation. Drain sample was received approximately 12mm in size, actual size of drain product was 1200mm. The defect reported states that reservoir could not be locked, there is no provision in the drain to lock it. Further investigation was not possible. Lot number unknown, retain sample could not be checked. Note: events reported on mw# 2210968-2022-04674. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2022 and a drain was used. Further details are not provided. There were no adverse consequences to the patient. Upon evaluation of the returned sample, it was noted that a piece of a drain was returned. Therefore it is implied that the drain broke, however could not be confirmed.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6. Component code this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.